Manufacturer narrative:
Product implicated and returned for evaluation is a port w/attachable 6.6fr catheter. Catheter is attached to port with cath-lock but has been truncated at its distal end. Distal end of tubing is flattened and broken. Port/catheter assembly measures 5.4" long. The distal segment of catheter is not returned with sample. Inner lumen of catheter appears to be clogged with blood/chemical residue. Dark blood residue is seen under cath-lock, and inside port reservoir. Several needle stick marks are seen in port septum. Small amount of blood residue is seen under silicone port over mold. There are 4 black, multi-filament sutures threaded through over mold. Initial evaluation and decontamination showed sample to be occluded. Upon further eval, non-coring needle attached to 12cc syringe filled with water is used to access port. Flow begins to exit from distal end of catheter tubing, then occludes as blood clots inside tubing collect at distal tip of catheter. Several attempts to clear blockage are made until clots are pushed out of catheter. As clot is expelled from catheter, most of coagulated blood residue inside port reservoir is also flushed out. Lumen is now clear and flushes and aspirates normally. Catheter fragment is tactually examined for tensile elongation or deformation, no weakness or abnormalities are seen, except that disal end of tubing is flattned and broken. These sings of oval compression and broken surface are typical of clavicle/first rib compression fracture. Clavicle/first rib compression is complication associated with the medial insertion of catheter in subclavian vein. Clavilce bone compresses catheter tubing with scissoring action against another hard, rough surface, first rib, until tubing fails, and may break away. Severed end of tubing is then free to travel with blood flow toward heart. This is risk against which MFR warns in its instructions for use. Subcutaneous breakage with embolization of catheter is confirmed. It should be recorded as user-related, since catheter broke due to clavicle/1st rib compression. Clavicle compression is a complication caused by medial insertion of catheter in subclavian vein. Instructions for use warns against this practice and gives instructions on proper placement technique.